Event description:
Customer reported to beckman coulter, inc. (Bec) that 1 cartridge of alanine aminotransferase (alt) reagent was leaking from the bottom seam. There was no report of erroneous results generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment.

Manufacturer narrative:
Bec is filing this MDR report because alt reagent contains material of animal origin and should be considered as potentially capable of transmitting infectious diseases. Bec identifier for this complaint is (B)(4).